Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced blood glucose levels between 400 and 590 mg/dl several weeks before the call. Troubleshooting was not performed as the caller did not have the device available. The insulin pump was not replaced or returned for analysis.